Event description:
It was reported, the patient had no stimulation sensation. The patient fell 3 years ago on black ice. Since the fall every time she bent over she felt a surging sensation, like one would when turning it on, in both of her legs. When the patient would touch "a spot on the middle of her back," the stimulation would go back to normal. The "spot" was located where the "lump and the leads" were placed. The patient then went to turn on stimulation and "it wouldn't work." The patient no longer felt stimulation. The reported issue also occurred 3 years prior. The patient never had the device checked as she was out of the country. The patient was looking to get the implantable neurostimulator (ins) replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748910 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension; product ID, 7435 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient; product ID, 3888-56 lot# v091860, implanted: 2008 (B)(6), product type lead; product ID, 3888-56 lot# v091860, implanted: 2008 (B)(6), product type lead. (B)(4).